Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an out of range pacing impedance measurement exhibited by this atrial rate/sense lead. Recent measurements, however, were within acceptable ranges. There was no noise on the atrial channel, and the threshold measurements were normal.